Event description:
This incident occurred in an elderly care home with 30+ residents. The lift was parked in the resident's room with the sling bar hooks facing into a corner of the room. An elderly lady, suffering from dementia was walking and apparently tripped over the leg of the uno mobile lift. One of the care takers heard a muffled sound and went to see what the woman was doing. Entering the room she found the elderly woman sitting on the floor with the hook of the standard sling bar penetrating her throat and exiting just below her jaw. The staff was able to hold the patient still until the rescue team could remove the sling bar from the lift. Paramedics removed the sling bar from the pt's throat without any damage to vital organs.

Manufacturer narrative:
The lift is back in service at the facility.